Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged motor sensor was found. The customer's problem was replicated. The motor sensor will be replaced to fix the issue.

Event description:
It was reported that there was an error code 41622, which typically indicates a system fault related to the downstream occlusion (dso) seal or potentially the printed wire assembly (pwa). There was unknown patient involvement, and no patient harm/adverse event reported.